Event description:
The clinic reported that a laser vision correction patient presented with epi-ingrowth in the right eye at a post operative examination following an enhancement procedure. The patient's flap was lifted and the epi-ingrowth was removed.

Manufacturer narrative:
(B)(4) epithelial ingrowth. No clinical support or service was requested. Customer reporting incident only. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available a supplemental report will be submitted.